Manufacturer narrative:
Evaluate one opened/used partial enlite sensor and performed continuity resistance test, sensor passed per specifications. Also, performed bicarbonate buffer test; sensor failed with low readings. We were unable to confirm insertion complaint due to sensor only being returned. Also, found cannula bent. We were unable to confirm if sensor was received it in said condition due to it bring returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor anomaly. Customer reported receiving calibration error alerts and sensor error alerts with their sensor. Customer reported the sensor cannula was slightly curved upon removal from their body. Customer also reported one of the prongs on the sensor broke when the customer removed the sensor from the packaging. Customer's blood glucose was 67 mg/dl. The customer agreed to return the sensor for analysis.